Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while attempting to grab logs, the system went to a black screen with a blinking black cursor. There was no patient present when this issue was identified. Technical services (ts) walked through booting into safe mode, advanced ubuntu options. Had the manufacturing representative select.. "F" twice to boot into login screen. Logged into admin, the time was one hour in the future. The manufacturing representative was able to retrieve the logs. Additional information was received. It was reported that the cause of the issue was likely due to the computer time being an hour ahead of the actual time. Two surgeries have been performed since the issue, and there have been no problems.